Manufacturer narrative:
Legal claim received on 22-jun-2016 it was reported that essure was inserted for permanent sterilization and subsequently had the device removed due to complications. Company causality comment: initially this case was non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website; upon receipt legal claim this case was considered a legal case and refers to a plaintiff/female consumer who had essure (fallopian tube occlusion insert) inserted and within 24 hrs of implantation, she was in severe pain (seen as pelvic pain female) and heavy bleeding (interpreted as post procedural bleeding). She was forced to have the coils removed three weeks after the procedure. During surgery, it was discovered that the left coil was in her uterus. The doctor was able to retrieve it intact as well as remove the other coil from her tube. These events were considered serious and listed in the reference safety information for essure. In this case, these events occurred after essure insertion. The exact date and mechanism of partial expulsion of device were not known. Considering a positive temporal relationship and based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2515, awareness date 04-nov-2015) which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for birth control. Additional information was received from regulatory authority (case# (B)(4)) in united states on 23-nov-2015. The consumer reported two years ago, she went her gynecologist to discuss having her iud put back in; she has hashimotos thyroiditis and at the time of appointment, she was healthy and had the thyroid issues under control. Her doctor pushed essure and told her that her preexisting autoimmune condition would not be affected. She asked her about the nickel allergy concern, as the consumer is allergic to nickel and the physician told her it was no longer a concern. She reported the procedure was painful and longer than she had told it would be. The doctor struggled with the coil on left side; immediately following, the consumer was informed she was unsure about the left coil and that she might have to have surgery down the line. Within 24 hours of implantation, she was in severe debilitating pain and heavy bleeding. She was also nauseated, vomiting and dizzy upon standing. Her symptoms continued and she was unable to keep food down. On day 2 post-procedure, she developed a full body rash and experienced a metallic taste in her mouth. Her doctor refused to see or treat her stating that she had never had issues and that this must have been something else. The consumer tried to reach her physician but refused to see her. She continued to experience severe pain, full body rash, and metallic taste in her mouth, severe vomiting and fever. She continued to refuse to see the consumer for evaluation. The consumer stated she was forced to have the coils removed three weeks after the procedure on (B)(6) 2013. She reported she had no choice, her health was declining at a rapid pace. During surgery, it was discovered that the left coil was in her uterus, the doctor was able to retrieve it intact as well as remove the other coil from her tube. She ended up having a c-section scar and lost time from work and her health has never been the same. According to the consumer, essure has had a negative impact on her health and caused chronic inflammatory responses in her body. Her formerly under control thyroid issues have been out of control requiring more doctor visits and medication. She has suffered from unexplained rashes and autoimmune issues of the eye. Concomitant medication included tirosent, cytomel and ldn. Ptc investigation result was received on 25-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within 24 hrs of implantation, she was in severe pain (seen as pelvic pain female) and heavy bleeding (interpreted as post procedural bleeding). She was forced to have the coils removed three weeks after the procedure. During surgery, it was discovered that the left coil was in her uterus. The doctor was able to retrieve it intact as well as remove the other coil from her tube. These events were considered serious and listed in the reference safety information for essure. In this case, these events occurred after essure insertion. The exact date and mechanism of partial expulsion of device were not known. Considering a positive temporal relationship and based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.